Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Cadstream is intended to be used in the visualization, analysis, and reporting of magnetic resonance imaging (MRI) studies. A customer reported (case (B)(4)) they are having issues sending images to cadstream. This could cause a delay in patient care.